Event description:
A report from the USA was received with info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred. The date of the event was not provided.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the user facility over the phone. The tse recommended replacing the proportional solenoid valve assembly (psol). The user facility was reported to have followed the tse recommendations and malfunction has been corrected. The user facility has conducted final testing. (B)(4).